Event description:
It was reported that the patient was experiencing ¿bad withdrawal the last few days¿, with symptoms of shaking, sweating, incoherent, legs cramping, and had ¿major pain¿. It was noted, the patient was in the hospital at the time of the report. The reporter requested to have a company field representative speak with the patient. The reporter was redirected to the patient's health care provider (hcp). The pump system was being used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that telemetry showed no discrepancy on (B)(6) 2014. It was stated that the patient was told they had a heart attack by emergency room (ER) doctor on (B)(6) 2014. It was noted that on day of reported patient was having ¿no problems.¿